Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed incoming testing. The cause for the test failure was isolated to oxidation on inter-pca connectors j1002 and j1003. The oxidation build-up on the tin connectors increased the resistance, causing the test failure. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor for investigation into a non-reportable patient death. Upon investigation, a reportable malfunction was found. Monitor sn (B)(4) failed incoming testing.